Event description:
Following a pulmonary vein isolation procedure a cerebral embolism was noted. When the procedure was completed paresis of the left hand was noted and a CT scan revealed blood clots in the patient¿s brain. Surgical intervention was performed to remove the clots and the patient was monitored by neurosurgery. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation concluded that the device met specifications for electrical testing, temperature testing, and optical signal properties. No functional anomalies were noted when connected to the tactisys unit. Additionally, the catheter met specifications during leak testing. The analysis of the log files revealed the optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. The device met specifications prior to release from abbott manufacturing facilities as supported by the device history record. The cause of the reported cerebral embolism remains unknown.